Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that debris was found inside of a sterile package.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned cortical locking screw was returned in its original packaging with the sterile packaging unopened. The packaging was evaluated and confirmed to exhibit debris within the sterile packaging. The device history records were reviewed and no discrepancies were identified. The product likely left zimmer biomet in non-conforming condition. The root cause of the reported issue is attributed to a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.